Event description:
It was reported that an ilet bionic pancreas displayed alert 60 indicating a bluetooth communications malfunction, and the user¿s device was restarted multiple times without resolution; the event is consistent with a failure to read an input signal associated with the device¿s circuit board. Symptoms included insufficient information to characterize clinical effects. Outcomes included insufficient information to characterize impact on health. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss consistent with a communications failure, aligning with a failure to read input due to a circuit board issue. Alert 60 was confirmed in the notification's menu. Restarting the device did not resolve the issue. Visual inspection of internal components showed they were intact. High temperature heat was applied to the u4 chip using hot air station e0472-001 to reflow the solder. After reinstalling the hoverboard and restarting the device, the issue persisted. Swapping in a functioning hoverboard cleared alert 60. The leadscrew was wound to 165 and rewound. The device paired with the mobile app and remained connected throughout the investigation. The u4 chip on the hoverboard appears to be faulty and will be replaced. The customer reported complaint was confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.